Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s father stated that the patient had a sensor error which occurred the day the sensor had been inserted. During periods of intermittent sensor error, the parent gave the patient insulin based on a cgm value of 350 mg/dl. The parent checked the patient¿s bg immediately after giving the insulin and discovered that the bg was 71 mg/dl. The patient almost immediately went into a hypoglycemic event (no specific symptoms provided) and was then sent to the hospital via ambulance. No treatment information was provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.